Event description:
Customer reported leaking fluid around the blunt cannula while flushing the split septum port. This occurred in the canton infusion unit. There was no pt harm or medical intervention required. Although requested, no additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.